Event description:
It is reported that the devices were implanted in 2004. Revision surgery occurred in 2008, due to breakage.

Manufacturer narrative:
Eval summary: the taper stem has fractured at the junction with the cone body. Scanning electron microscopy analysis shows that the fracture has occurred by fatigue. The package insert contains statements warning that device fractures may occur where excessive pt weight, excessive pt activity, or lack or proximal support of the body are involved. No all of these factors are known for this case. There is no definitive indication that design or manufacture of the device contributed to the outcome described here. Risk management activity has been initiated. Should add'l substantive info be received, this report will be amended. Device history records indicate device manufactured to specification. Scanning electron microscopy analysis showed beach marks and fatigue striations indicating that fracture occurred by fatigue. Energy dispersive spectroscopy analysis of the stem material showed ti, al and v elemental peaks typical of tivanium alloy.